Event description:
Radiology tech started to use our hologic insight mobile rad/fluoro machine and the machine would not come up after turning it off earlier. OEM (original equipment manufacturer) was called out and when they serviced the unit they could not find anything wrong with the unit for this matter. He in-serviced our rad tech to ensure proper knowledge of operation and returned equipment to department. Another piece of equipment was used to scan the original patient.